Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unknown artery in the lower extremity. At the end of the procedure, when the guide wire was retracted out of the patient, it was observed there was peeling of the guide wire. However, it was confirmed that there were no shavings or peelings left in the patient. There was no reported resistance during advancement or retraction. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported peeling of the guide wire. There is no indication of a product quality issue with respect to design, manufacture or labeling.